Event description:
Caller alleged discrepant inratio2 results. Results as follows: historical inratio results in (B)(6): 1.6, 3.8 and 6.0. Date: (B)(6) 2012, inratio: 5.0, lab:11.1. On (B)(6) 2012, 3.2, 4.0. On (B)(6) 2012, 4.7, alternate poc: 5.1. Therapeutic range: 3.5-4.0, patient was hospitalized related to inr result on two instances. Patient experienced a stroke on (B)(6) and was hospitalized until (B)(6). Patient was also sent to the emergency room on (B)(6) yielding a lab value of 11.1 (compared to inratio value of 5.0). The lab value prompted coumadin to be withheld. Patient was administered heparin during hospitalization for stroke on (B)(6). Patient was discharged on (B)(6), but believes heparin administration was terminated on (B)(6).

Manufacturer narrative:
Investigation pending.